Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexa1207 showed no other similar product complaint(s) from this lot number.

Event description:
Severe allergic reaction occurred about 10 minutes after insertion when the pt was on his way to xray to check placement. He felt weak and became diaphoretic. His blood pressure was 87/42, hr 90. He developed a rash on hands, which spread quickly. Rn gave benadryl and solumedrol and the PICC was removed. Reaction resolved, blood pressure increased. Pt went home.